Event description:
IT WAS REPORTED THAT THE PATIENT DIED. THE PATIENT UNDERWENT A CONCOMITANT RADIOFREQUENCY ABLATION PROCEDURE FOLLOWED BY AN ATTEMPTED LEFT ATRIAL APPENDAGE CLOSURE PROCEDURE. FOLLOWING COMPLETION OF THE ABLATION, THE NON-BSC SHEATH WAS EXCHANGED FOR A WATCHMAN ACCESS SHEATH OVER AN AMPLATZ SUPER STIFF GUIDEWIRE. DURING SEPTAL DILATION, LEFT SIDED ACCESS WITH THE AMPLATZ WIRE WAS LOST. MULTIPLE ATTEMPTS WERE MADE TO RE-CANNULATE AN EXISTING ATRIAL SEPTAL DEFECT USING SEVERAL DEVICES BEFORE ACCESS WAS RE-ESTABLISHED WITH THE VERSACROSS CONNECT SYSTEM AND TRUSTEER SHEATH. FOLLOWING LEFT ATRIAL APPENDAGE MEASUREMENTS AND ANGIOGRAPHY, A PERICARDIAL EFFUSION WAS IDENTIFIED ON INTRACARDIAC ECHOCARDIOGRAPHY, FOLLOWED BY A DROP IN ARTERIAL BLOOD PRESSURE. THE PROCEDURE WAS ABORTED PRIOR TO DEPLOYMENT OF THE WATCHMAN FLX PRO DEVICE. A PERICARDIAL TAP WAS PERFORMED, DRAINING MORE THAN 3 LITERS OF BRIGHT RED BLOOD. THE PATIENT RECEIVED PROTAMINE, BLOOD TRANSFUSIONS, AND HAD MULTIPLE EPISODES OF CHEST COMPRESSIONS PRIOR TO UNDERGOING CARDIOVASCULAR SURGERY. DESPITE THESE INTERVENTIONS, THE PATIENT DIED DURING THE SURGICAL PROCEDURE. THE REPORTED CAUSE OF DEATH WAS CARDIAC INJURY AND BLOOD LOSS. ACCORDING TO THE PHYSICIAN, THE CARDIAC INJURY WAS LIKELY CAUSED BY THE NON-BSC SHEATH DURING THE CONCOMITANT PROCEDURE.

Manufacturer narrative:
LABELING REVIEW: REVIEW OF THE INSTRUCTIONS FOR USE (IFU) CONFIRMED THERE WAS RELEVANT CONTENT AND SUFFICIENT GUIDANCE WITH RESPECT TO THE CIRCUMSTANCES DESCRIBED WITHIN THIS COMPLAINT. NO UPDATES ARE REQUIRED TO THE IFU AS A RESULT OF THIS EVENT. RISK REVIEW: A RISK REVIEW PERFORMED FOR THE (PRODUCT NAME) DEVICE CONFIRMED THAT THE REPORTED EVENT IS A KNOWN EVENT DEFINED IN THE PRODUCT'S RISK MANAGEMENT DOCUMENTATION. THIS EVENT TYPE HAS BEEN ACCOUNTED FOR DURING PRODUCT RISK ANALYSIS TO SUPPORT ACCEPTABLE RISK BENEFITS FOR THE PRODUCT. INVESTIGATION CONCLUSION: BASED ON A THOROUGH REVIEW OF THE REPORTED COMPLAINT, THE MOST PROBABLE CAUSE FOR THIS COMPLAINT WAS CAUSE NOT ESTABLISHED. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. WE COMPLETED A GOOD FAITH EFFORT TO OBTAIN THE INFORMATION. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) # AND OTHER SPECIFIC PRODUCT INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
It was reported that the patient died.The patient underwent a concomitant radiofrequency ablation procedure followed by an attempted Watchman left atrial appendage closure procedure. Following completion of the ablation, the Vizigo sheath was exchanged for a Watchman access sheath over an Amplatz Super Stiff guidewire. After loss of left atrial access, multiple attempts were made to re-cannulate an existing atrial septal defect using several devices before access was re-established with the VersaCross Connect system and TruSteer sheath. Following left atrial appendage measurements and angiography, a pericardial effusion was identified on intracardiac echocardiography, followed by a drop in arterial blood pressure. The procedure was aborted prior to deployment of the Watchman FLX Pro device.A pericardial tap was performed, draining more than 3 liters of bright red blood. The patient received protamine, blood transfusions, chest compressions, and underwent emergency cardiovascular surgery. Despite these interventions, the patient died during the surgical procedure. The reported cause of death was cardiac injury and blood loss. According to the physician, the Watchman FLX Pro device was not deployed, and the physician believed the cardiac injury was likely caused by the non-BSC sheath during the concomitant procedure.It was further reported that perforation occurred during the procedure. According to the physician, the Amplatz guidewire did not contribute to the patient complications.

Manufacturer narrative:
Device/Media Analysis:The complaint device was not received at the complaint investigation site (CIS) for analysis.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A risk review performed for the AMPLATZ device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product.Investigation Conclusion: Based on a thorough review of the reported complaint, the most probable cause for this complaint was Cause Not EstablishedDetailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.